Manufacturer narrative:
Literature citation: shinji takahashi, md, phd, zorica buser, phd, jeremiah r. Cohen, bs,allison roe, bs, sue l. Myhre, phd, hans-joerg meisel, md, phd, darrel s. Brodke, md, s. Tim yoon,md, phd, jong-beom park,md, jeffrey c. Wang,md and jim a. Youssef,md; "complications related to the recombinant human bone morphogenetic protein 2 use in posterior cervical fusion" sex: female: (B)(6), male: (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if the device contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported in a publication that patients underwent posterior cervical fusion in upper cervical spine (o-c2). Post-op wound related complications in one patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.